Event description:
A recall has been completed for the product and cause of the failure was determined to be the next treatment cycle used on the bolt.

Event description:
An external fixation system was used to treat a pt with a midshaft femoral fracture in 2002. Approx 1 week later, the screw on one of the clamps broke which had to be replaced by the physician. After replacement, the pt was released without any reported complications. The failure has not been reproduced in laboratory testing. Supplemental reports will be filed if add'l info is made available.